Event description:
The customer reported that the npb40 monitor display was missing segments on the right side of the display. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).